Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients device was no longer working. The patient underwent an explant procedure and the explanted device was not returned.